Event description:
It was reported by the pt's attorney that the pt underwent left total knee replacement in 1999, as a part of a bilateral total knee replacement procedure. The pt experienced difficulty with pain and instability in the left knee. Asa result, in 2004 the device was revised.